Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt is experiencing a dark shadow in their temporal visual field. The association between this event and the iol is not known. Additional info has been requested.